Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was implanted on the right side of the patient who had an abandoned system on the left side. When the abandoned pacemaker was reprogrammed to minimize outputs, loss of capture was noted in this pacemaker on the right ventricular (rv) lead. The rv lead was repositioned and both devices remain implanted at this time. This is considered off label use of the devices. No additional adverse patient effects were reported.